Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the battery was dead. They stated it was no good and it went bad. No symptoms were reported. It was indicated that the event occurred ¿a couple of months ago¿ in 2018. No further complications were reported/anticipated.